Manufacturer narrative:
The returned product was evaluated and found the catch beam not positioned correctly on the mechanism rail. The catch beam was not far enough past the mechanism rail to catch the slide insert after the needle deployed. The device was reset and deployed, and the pink slide insert was not caught by the catch beam. No additional abnormalities or deficiencies were found with the needle or drive mechanism of the device.

Event description:
It was reported the patient¿s blood glucose (bg) reached 450 mg/dl and that the needle never fired the cannula into the skin. The patient was able to activate a new pod and her bg levels lowered to 132 mg/dl. The pod was worn between 1 and 4 hours.